Event description:
The customer reported "pump random stopped insulin delivery alarms". There was no reported impact to the customer. No additional information was received regarding any actions taken by the customer or technical support, and no further outcome details were available.